Manufacturer narrative:
Device monitored for several days and no blank display noted. Unit received with all operating currents within specification and passed a21 error test. No unexpected a21 alarm anomalies noted. Device received with cracked reservoir tube lip and broken battery tube threads. The test infusion set and reservoir does lock into place. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display and unexpected restart alarm. Customer stated that the display was not blank less than 30 seconds. Insulin pump did not received insert battery now alarm after removal of battery. Customer stated that display was blank currently. Customer stated that the contacts on the battery cap neither missing nor damaged. Display did not return after insulin pump restart. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.